Event description:
Kinked arterial blood line during hemodialysis treatment caused by inappropriate placement of line. Incident resulted in hemolysis - pt asymptomatic. Discharged after dialysis in stable condition. Kink in line caused by improperly placed line.